Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported hole in radius. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, a4.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on radius. Leak test and microscopic analysis was performed which identified: crease sharp opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an sharp crease opening on the radius assessed as fold flaw opening

Event description:
Healthcare professional additionally reported hole in radius.